Manufacturer narrative:
Correction: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13974. The patient reported he experienced pocket heating while charging his ipg. The patient's physician did observe some redness at the ipg site. The patient was instructed to reduce his charging time from 90 minutes to 30 minute intervals. A new le charger was sent to the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.